Event description:
The customer reported the device won't shock in manual mode using button on paddles. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported the device won't shock in manual mode using button on paddle. There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.